Manufacturer narrative:
Correction- section d6b: the explant date was (B)(6) 2025. The reported event of lead noise was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.